Event description:
(B)(4). Feeling lethargic, always fatigued, pain in my abdomen where my reproductive organs are, painful periods, joint pain, body pain all over, raynaud's phenomenon, swollen abdomen, fluttering in my stomach, feeling the coils in my tubes when I sneeze, or cough violently, brain fog, forgetfulness.